Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver did not receive the replacement adc freestyle libre 2 reader, initially due to the reader not powering on by button or by test strips. As a result, on (B)(6) 2022, the customer experienced sweating and shaking and had a loss of consciousness. The customer was provided glucagon by the mother for treatment. No further details regarding the medical event were provided. There was no report of death or permanent injury associated with this event.